Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant alleged that during biomed testing, the device powered on without display.

Manufacturer narrative:
Zoll medical corp has received the product, and will be providing a f/u report when our investigation is completed.